Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? No staples deployed but cut all line. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The stapler does not grab anything. If staples were delivered into tissue were they formed in the proper closed b-formation? They not formed anything. If not, please explain.

Event description:
It was reported that during a pancreatectomy procedure, no staple closed and cut the vessel completely. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58a4f. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.